Event description:
This male pt (age unk) was presented to the interventional lab for an angioplasty procedure of the right superficial femoral artery. The vessel was described as heavily calcified with moderate vessel tortuosity. The info states that the product appeared perfect when it was taken from the packaging and no anomalies were found during routine prep. A radifocus 0.035 guidewire was used to access the lesion. There is no info as to if there was any difficulty accessing the lesion with a wire. The info states that 5 balloons were used during the procedure and 2 of the balloon burst below nominal pressure. An indeflator was used during the procedure. There was no reported pt injury.